Event description:
An operating room manager reported two dull blades were noted during a procedure. There was no pt impact reported.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edge. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100 percent inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).